Event description:
It was reported that the patient experienced discomfort with the implanted system. The system has been implanted since the summer of 2023. The patient complained the device was too posterior. The doctor repositioned the system successfully. There were no additional adverse patient effects.